Event description:
Prodigy diabetes care received a call on (B)(6) 2016 reporting a medical attention that occurred on (B)(6) 2016 around 5:00 pm. Patient stated that she opened a new bottle of test strips and performed a control solution test with a prodigy representative and the results were within range. Patient then stated that hours later she received a 300mg/dl plus reading with the prodigy meter. Patient was prompted to go to the hospital due to the high reading. Patient had not consumed any food or taken any pm medications prior to the event. Patient did not display any symptoms. Patient tested 3 additional times and all results were in the 300mg/dl range. Patient's normal recommended blood glucose level after eating is around 187 mg/dl. Patient drove herself to the ER. Patient's glucose level upon arrival at the ER was 277mg/dl with the hospital's meter compared to the prodigy's meter's 300mg/dl reading at the ER. No treatment was given to raise or lower patient's glucose while at ER. Also patient's urine sample tested negative for glucose. Patient's total stay in ER was 5 hours, most of which was waiting before being seen by medical staff. Prodigy diabetes care sent replacement and prepaid envelope requesting return of suspect system.

Event description:
This is a supplemental report to initial report 3008789114-2016-00032 to submit investigation results from the manufacturer for the suspect devices. Devices were not returned to prodigy. Prodigy diabetes care requested from the manufacturer an internal record review for suspect devices. (B)(4).